Event description:
A surgeon reported that inflammation was noted in the patient's anterior chamber postoperative from intraocular lens implantation. The patient was treated with medications. The inflammation resolved. There is no product sample available as the intraocular lens remains implanted in the patient's eye.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. The patient was diagnosed with aseptic endophthalmitis. Patient received treatment and the symptoms recovered.

Manufacturer narrative:
Additional information: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: 2015-29018

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).